Event description:
At beginning of patient hemodynamics treatment,an air leak and small bloodleak were noticed where the artial fistula needle and bloodline are connected. Bloodline was disconnected and reconnected and treatment resumed. 1 1/2 hours into treatment an air leak was again noticed where the arterial bloodline was replaced and air leak occurred again at the same connection. A new bloodline from the same lot and a new dialyzer were set up without returning paitent's blood and the final 2 1/2 hours of hemodialysis treatment ran with no further problems. Ebl for discarded circuit is 250cc.